Event description:
It was reported that the patient suffered from chest pain. It was revealed that the right atrial lead had perforated the atrial wall and the patient experienced pericardial perfusion. Upon interrogation, the lead exhibited high capture threshold and low sensing. No intervention was performed. The patient would continue to be monitored.